Event description:
Information was received from a patient's representative (pt rep) regarding a patient's external device. The reason for call was caller stated that the patient was supposed to have an MRI yesterday morning, but they couldn't tell if the stimulation was on or off because the patient programmer wouldn't power on. Caller stated that they put new batteries in the programmer, but the programmer still wouldn't turn on. Agent had caller remove the batteries from the programmer and confirm that the batteries were the appropriate type. The issue was not resolved. An email was sent to the repair department to replace the programmer. When asked for an event date, patient noted that they've been noticing for a while that the programmer went out but thought their implant went out instead. Patient stated they're not sure if their implant still works. Agent reviewed MRI compatibility. Case re-opened re-assigned to send email to caller. Pt rep, called back requesting something in writing that explains that pt cannot have a full body scan. Agent reviewed information and emailed the scs MRI guidelines to caller. Additional information was received from a patient's representative (pt rep) it was reported that the caller called back in for assistance connecting the programmer to the implant. Caller was unable to connect to the implant as they could not get better then poor connection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.